Event description:
It was reported that the patient had no pain relief, pain increased to a throbbing sensation in the back. The device had a reset and cleared all programmed settings, the subject was unaware and had only noticed that the device needed little charging. It was unknown why the device had reset and all programs were cleared. Electrode impedance revealed one of the programmed contacts (2) was very high so they were reprogrammed to a new contact (1). Electrode impedance had shown contact 1 and 2 were greater than 10,000. This was related to the device or therapy and was not related to the procedure. Interventions included reprogramming where paresthesia testing was done and then they reprogrammed settings. Outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant product: product ID 3878-45, lot # 0207391399, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the device resetting and clearing all program settings along with the device needing very little charging never occurred. The information has been removed from the event.